Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: a review of the pump¿s history showed a 054 call service alarm. A visual inspection of the pump showed evidence of moisture in the display lens. The pump failed a leak test due to a battery compartment crack and a crack in the display lens case joint. The pump powered on to a blank display screen. The pump cover was opened and evidence of moisture was found throughout the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.